Event description:
It was reported that the device was used during a left hemicolectomy procedure. The needle was in the center of the green and everything was tight. The device was fired, there was no crunch, no indication the device had fired. When the device was removed there was no cut or staples. Another device was used to complete the anastomosis and complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.